Manufacturer narrative:
Additional information b5.

Event description:
Additional information was received stating; there was a crack observed in the anti-reflux device; batch number unknown, therefore no device from the same batch is available for analysis; there was no direct exposure to the medication. The device was removed almost immediately (due to hemodynamic impact because the device was used for continuous catecholamine injection. Therapy was ongoing and was completed as soon as the device was changed. The incident was noticed almost immediate in response to the hemodynamic impact, not responding to the increase in catecholamine release.

Event description:
The event involved 14 cm (5.5") smallbore trifuse ext set w/3 microclave® clear, 3 check valves, 3 clamps, rotating luer where the customer reported that the device leaked at one of the bases of an octopus (lot number unknown) on which catecholamines are administered during patient use. The customer reported that there was a sudden drop in blood pressure in a patient. The physician was informed, the device was changed, and the medication was adjusted. There was patient involvement, bur harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.